Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 the patient had unrecoverable loss of antenna. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201170), being used with the complaint receiver was returned on (B)(6) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter